Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between august 21, 2023 and august 22, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed, by pumping priming, calibrating, and direct entry compounding cycle were all completed with no issues. The silicone tubing was found to be intact on the bag connector. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an exactamix 2400 valve set disconnected from the screw thread which resulted in a fluid leak. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.